Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that there was no light on the pt's charger. When customer support prompted the nurse to perform a download, customer support reported that the charger is not charging the batteries. The pt received a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (no light on charger/not charging batteries) has been confirmed. Upon receipt, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The pt received a replacement battery charger.